Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Contract manufacturer: (B)(6).

Event description:
On (B)(6)2017, the reporter contacted animas alleging that a call service 215 alarm was emitted when the transmitter was in use. It was reported the transmitter was used 3 months past when it was labelled to be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.